Event description:
Boston scientific received information that this right ventricular (rv) lead one day post implant exhibited loss of capture. A chest x-ray was done and the lead was found to have dislodged. The patient is not dependant and no symptoms were observed as a result.

Manufacturer narrative:
A lead revision will be done.